Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the physician was unable to put any slack in the right ventricular (rv) lead upon placement. The lead was removed. Upon pulling the rv lead, the lead stretched and was found to have a tear in the insulation. The rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted that outer insulation appears cut at 20.7cm. Lead passed introducer test. Lead is slightly stretched, still measures within specification. If information is provided in the future, a supplemental report will be issued.